Event description:
Lines pulling bubbles, sucking air into the lines. They said this happens when connected to the patients access and/or when they connect the line to the ns line to return the blood.